Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The embolization coil was intact with the pusher assembly and was knotted near its proximal end. Conclusion: evaluation of the returned device revealed the embolization coil was advanced out of the introducer sheath and knotted. Once the coil was un-knotted and re-sheathed, it could be advanced out of the introducer sheath and through a demonstration microcatheter without issue. Therefore, the root cause of the reported issue could not be determined. However, if an rhv and continuous flush are not used during advancement into a microcatheter, difficulty may be experienced. The lantern delivery microcatheter (lantern) mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a lantern delivery microcatheter (lantern). The physician then felt resistance while advancing a ruby coil out of its introducer sheath and within the proximal portion of the lantern; therefore, the ruby coil was removed. The hospital staff attempted to manipulate the ruby coil on the back table; however, there was a lot of resistance and it was difficult to either advance or retract the ruby coil within the introducer sheath. The procedure was then completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.